Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and the inserted tubing to the chamber was observed twisted. A functional under water pressure test was performed which revealed a leak at the chamber tube port with tubing joint. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the suspected lot is sr21a17114 or sr21a29123. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set leaked under the drip chamber at the tubing connection. The leak was observed during patient infusion. The set was used with saline solution and enfortumab vedotin. Only 3-4 drops of saline had leaked before the tubing set was replaced and the infusion was continued without issue. There was no patient injury or medical intervention associated with this event. No additional information is available.